Event description:
The physician reports that the crystalens haptic tore during insertion using the staar surgical lens injector system. Delivery was attempted with the backup crystalens, however, this lens haptic also tore during delivery. Intervention was performed in order to enlarge the original incision and removed and replaced the lens intraoperatively. A different lens model was implanted and the patient's prognosis is good. Reference MDR #2031924-2008-00314.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.